Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and external ram crc error alarm. Customer's blood glucose level was over 500 mg/dl. Customer advised they replaced the battery on the device and were unable to get the insulin pump to respond. Customer was able to deliver a bolus, press the act button and declined to troubleshoot for high blood glucose levels. Customer advised they had high blood glucose due to being off of the insulin pump for a long time. Troubleshooting for external ram crc error alarm was performed. Customer advised they were stuck in the fill tubing process and held the act button down. Customer was able to rewind and prime during the alarm. Customer performed the self-test and passed. Customer was advised to monitor the insulin pump and their high blood glucose levels.